Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-13917. It was reported that stimulation was unable to increase amplitude. Reprogramming was unable to provide effective therapy. As a result patient underwent surgical intervention where the leads were replaced and effective therapy was restored post operatively.